Manufacturer narrative:
Liew py, stewart k, khan d, arnup sj, scheinberg a. Intrathecal baclofen therapy in children: an analysis of individualized goals. Dev med child neurol. 2018. Please note that this date is based off of the date of publication of the article, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: to determine whether intrathecal baclofen (itb) therapy improves performance and performance satisfaction in goal areas identified by patients¿ parents. Reported events: one patient had their pump removed because of adverse events see attached literature article.